Manufacturer narrative:
Device evaluation: the product showed temperature-related damage. The product was investigated by technical service staff, and it was determined that the high-frequency wire has exceeded its service life. Due to the age and probable wear and tear of the device, the short circuit was triggered, which resulted in the burn of the user's finger. In the respective IFU it is stated that products should be checked for damage and their functionality. Thus, the root cause of the incident can be classified as user error. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID (B)(4).

Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4). Date of event: unknown. The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission.

Event description:
It was reported that short circuit burns the director's fingers during use.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).